Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the charge was not lasting more then five days. The patient thought they were told it would last seven days, and at one point they thought they had been told it could last a month. The patient was at 5.0 volts last night and she lowered it to 4.5 volts. Last night would have been day five from when they last recharged and they got the message that they had 10% battery life left and they needed to recharge or would lose therapy. The patient mentioned that the last couple times they recharged they had to reset the therapy because it was at zero. They said that therapy must have gone dead and they hadn't known it.  Patient services (ps) explained to the caller that on average, patients recharge once a week. Ps told them recharging was based on usage and setting and since they were at a higher setting they might have to recharge before seven days. The patient agreed they were going to monitor and recharge sooner. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the sudden change to zero was determined. The patient kept turning up the device so that they could feel it. The amplitude was high, causing the battery to deplete quickly. The rep wrote that a por due to low battery did not occur prior to each unexpected setting change. Steps taken to resolve the issue included, the patient had changed the program, so that the amplitude was lower. The rep explained to the patient that they did not have to feel the stimulation for therapy to work. The issue was resolved.